Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Test transmitter voltage was performed and failed due to 0 voltage. A review of the share logs was performed and data does not full reflect for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. The reported event of signal loss over 1 hour is reportable based on customer's complaint was undetermined for transmitter loss of connection over 1 hour because data does not full reflect on incident date 07/11/21. No injury or medical intervention was reported.